Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 04:41 pm CT. The report number is being corrected from: 2124215-2018-62375.

Event description:
Additional information was received that it was discovered this patient has end stage pancreatic cancer (unrelated to the device system), so the explant procedure due to infection/erosion had to be rescheduled for a later date. The patient was administered medication to help treat the infection and erosion. Further information was provided that the associated device has now been explanted and replaced. Debridement of the pocket was performed, and a new, deeper pocket was created for the new device. The decision was made to not replace the leads during the device change out procedure, since the patient has terminal pancreatic cancer. This left ventricular (lv) lead and associated right ventricular lead and right atrial lead remain in service with the newly implanted device. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this patient developed an infection. It was noted the associated cardiac resynchronization therapy defibrillator (crt-d) was visible. As a result, this left ventricular (lv) lead and associated products will be explanted within the near future. The patient is currently hospitalized. No additional adverse patient effects were reported.